Manufacturer narrative:
This device is expected to explanted and returned for analysis. This report will be updated upon the completion of the investigation.

Event description:
It was reported that the device was exhibiting premature battery depletion, which was observed during a recent follow-up, and the device was showing 1.5 years remaining. During the previous follow-up, the device was showing 6 years remaining. There were no adverse effects to the patient reported, and the patient is not pacemaker dependent. After disk analysis was reviewed by technical services, the premature battery depletion was confirmed. The battery diagnostic data indicates that the power consumption of this device has been increasing during the past year, and is expected to continue to increase. Device replacement was recommended. Additionally, technical services indicated that assuming the behavior remains unchanged there is sufficient battery capacity to support therapy and replacement for at least 90 days. The device could be considered for a repeat analysis to get another replacement interval towards the end of this one if necessary.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued an advisory communication regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This device is not part of the hydrogen induced premature depletion advisory population. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that during a recent follow-up, a decrease in the battery's longevity was observed, and the longevity reduced by 1.5 years. A copy of device memory was saved and submitted to boston scientific technical services for analysis. Engineering review of device data confirmed premature battery depletion. The battery diagnostic data indicated that the power consumption of this device has been increasing during the past year, and is expected to continue to increase. Due to this anomaly, a technical services consultant recommended replacement. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported.